Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6), 2013 due to an outflow graft occlusion.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.